Event description:
A customer contateced beckmane coulter regarding 3 falsely high mabnesium (mg) results that were generated by the synchron cx9 alx instrument. The customer verbally reported to beckman coulter that the mg results ranged from 3mg/dl to 4mg/dl. The actual results and instrument printouts were not provided. The results were reported out of the lab. The customer were reported out of the lab. The customer did not provide info how many pts were affected in this event. The customer re-tested the original pt samples for mg. The repeated mg results were "about 2mg/dl", per the customer. The corrected results were immediately reported to the physician. The customer indicated that there was no change to the pt treatment because the physician was notified regarding the initially reported erroneous mg results. No additional info regarding this event was provided.